Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that an (B)(6) patient developed an irritation under the electrodes. Patient stated that there was no bleeding, just itchy skin. There was no alleged device malfunction contributing to the irritation. Patient reported using a lotion that was prescribed by physician. Follow up indicated that the removing the device for periods of time and using the lotion helps the irritation.